Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned platform was performed and found no visible or physical damage to the platform. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 41 (patient temperature sensor failure) message was observed on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua41 indicating that the user was able to clear the error message. Unrelated to the reported complaint, the lifeband has failed to taken up due to a defective drive train motor. In addition, the stiff drive shaft symptom was observed. However, the stiff drive shaft symptom is unrelated to the reported complaint. The clutch plate was required to be deburred and replaced to remedy the stiff drive shaft. After the drive train and clutch plate were replaced, a run-in testing was performed without exhibiting any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. In summary, the customer's reported complaint of the platform displaying a ua 41 was confirmed through review of the platform's archive data, however was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 41 message.

Event description:
The crew responded to a call for a late (B)(6) male who had suffered cardiac arrest. The patient was found by the family. The patient's family stated that the patient was down for approximately 10-15 minutes prior to arrival of bls engine company. The event was not witnessed and bystander CPR was not performed. There were no signs or symptoms of trauma. Upon arrival, the crew started performing manual CPR immediately until the crew got the autopulse platform ready for use. The platform was deployed without any issues. During active operation, the autopulse platform performed compressions for approximately 30 minutes (approximately 230 compressions) then displayed error message user advisory (ua) 41 (patient temperature sensor failure) then the platform randomly shutt off twice. The crew tried repositioning patient, checking lifeband but the error message still occurred. The platform was restarted multiple times; however, the crew was unable to clear the error message. The use of autopulse platform was aborted and the crew reverted to manual CPR until the patient was transferred to the emergency department (ed). At the ER (emergency room) the lifeband straps were cut off by the ER staff and CPR continued per ems crew. Rosc (return of spontaneous circulation) was returned sporadically.